Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 44 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. The customer drank apple juice to address the bg level. The customer continued to use the pump for insulin therapy.